Manufacturer narrative:
H3: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID 9733686 software version: 2.1.0. A manufacturer representative went to the site to test the equipment. The system failed the instrument test due to site called and claimed instruments became inaccurate. The system did not performed as intended. Logs pulled. Imaging system spin done to test accuracy of instruments. The clinical specialist confirmed accuracy of system and instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar. It was reported that all instruments were off except one instrument. It was reported to the clinical specialist on (B)(6) 2019 by the navigation operator. The clinical specialist did not have additional information. There was a delay of less than 1 hour. No patient impact was correlated with this event. (B)(6) 2019 (rep) additional information received: there were two cases about this event: one happen on (B)(6) and the other on (B)(6). Two different patients were involved. New surgical procedure was revision cervical fusion c3-t4. The was a delay of 15 min in both cases. Site claims case on (B)(6) that all instruments with the exception of 1 (passive probe) was off, so aborted navigation <(>&<)> used c-arm instead. Case on (B)(6) all instruments were off, so rolled in another stealth to use and said it worked fine. Both cases imaging was used. Account claims the frame did not move after oarm spin, it is unclear what the cause is. (B)(6) 2019: additional information received: the clinical specialist confirmed accuracy of system and instruments.